Event description:
It was reported by remote transmission the diagnostics of the device displayed the message invalid diagnostics. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) -the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted diagnostics and/or data collection for lead impedance trend had missing/invalid data. Programmer s2d data shows " data is invalid." For data - lead performance trends on (B)(4) 2012. S2d file shows parity error count=7 between (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead, (B)(6) 2008. (B)(4).